Event description:
The customer reported poor image quality on the system. No pt injury was reported.

Manufacturer narrative:
The service rep could not reproduce the problem, he removed and replaced the image processor. He checked the subtraction mode images after several shots. Images replay correctly. System operates as intended at this time.